Event description:
Caller reported a malfunction on the pump, identified by a malfunction code labeled as "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the issue reappeared.